Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic roux-en- y procedure, on first firing across stomach tissue to create gastric pouch, the device were unable to fire. The surgeon compressed the tissue for 1 minute prior to pressing green button to fire. Once he pressed the green fire button the handle went forward as per normal. He was then unable to squeeze the handle to fire the instrument. New device was opened to resolve the issue in order to complete the case. No patient injury.